Event description:
It was reported that fluid remained after completion. Cisplatin 1520ml was programmed to infuse at the rate of 380ml /hr for a duration of 4 hours. At 0036, 5 minutes before its completion, it was found that there was a large volume left in the bag. Total volume delivered on pump ended at 1804.17ml. The pump was accuracy tested 10 times afterward and delivered within a 5% range. There were no adverse effects caused to the child patient from the event.

Manufacturer narrative:
The customer¿s complaint of fluid remaining after completion was not reproduced during testing. Inspection: sn (B)(6). The device was received in fair condition. The instrument seal was intact. However, multiple ¿void¿ marks were observed on case which is indicative of previous removal. Both iui¿s were observed in good condition. Dried fluid observed inside door. Sear observed damaged corrosion observed inside the rear case. All parts are believed to be manufactured by bd. Bezel assembly was observed in good condition (date code: november 2016- recall affected). Log analysis results: the customer reported an event date of (B)(6) 2019 at 12:36 am. The dataset was updated after the reported event. The event dataset was not provided. The drug ID and some programming parameters could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the pcu was powered on at 2:29 pm on (B)(6) 2019 and new patient and same profile were selected. At 8:39 pm on (B)(6) 2019, the suspect device was selected and programmed an infusion of drugid=107 to infuse at a rate of 380 ml/hr for a duration of 4 hours (vtbi= 1520 ml), which matches reported event details. At 12:40 am on (B)(6) 2019, the infusion completed, and device was kvo (rate= 20 ml/hr) (pvi= 2301.47 ml). At 12:40 am, the suspect device was selected and changed the vtbi to 300 ml (rate= 380 ml/hr) and programmed a 5-minute delay. At 12:42 am, the delay was cancelled, and infusion was started. Between 1:27 am- 1:30 am, the suspect device alarmed two (2) times for air in line before being channeled off. Pvi between 8:40 pm- 1:30 am= 1804.175 ml. Test results: rate accuracy testing was performed per test method dir 10000360036 (timed rate accuracy test method) using the source pump module sn (B)(6) and returned pcu sn (B)(6). Results indicate the system was operating within specification. Test method information: 1503-001-006-r rate accuracy test method (dir 10000360036). The root cause of the customer¿s complaint of fluid remaining after completion could not be identified. Device history review: a review of the device history record showed the device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the present date 02/01/2021. A review of the device history record in sap for source device sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device sn (B)(6) which did not confirm similar complaints with the same or related failure mode.

Manufacturer narrative:
The devices have been received. A follow up report will be submitted once the failure investigation has been completed. Patient information requested but not provided, however the customer stated that the patient was a child.

Event description:
It was reported that fluid remained after completion. Cisplatin 1520ml was programmed to infuse at the rate of 380ml /hr for a duration of 4 hours. At 0036, 5 minutes before its completion, it was found that there was a large volume left in the bag. Total volume delivered on pump ended at 1804.17ml. The pump was accuracy tested 10 times afterward and delivered within a 5% range. There were no adverse effects caused to the patient from the event.